Event description:
It was reported the patient slave cable displays noise when connected. Port appears to be slightly loose. Signal is free from noise when pressure is exerted on the port. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Analysis also found the latch tabs are broken off of the power cord door, the bottom case foot is missing, keyboard is pulling apart at the right hinge pin, keyboard hinges are broken, and the stylus retainer is broken. Concomitant medical products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).